Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) ventricular assist device (vad) and a segment of the associated outflow graft were returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Additionally, the reported pump malposition and outflow graft compression/ twist could not be confirmed due to insufficient evidence. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned outflow graft segment revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the devices. Information received from the site indicated that the patient presented with decreased estimated flows in addition to worsening of heart failure associated with shortness of breath, weight gain, and fatigue. A chest x-ray revealed that the pump was slightly malpositioned and an echocardiogram showed the left ventricle (lv) was decompressed. Upon explant, adhesions and tissue were observed to be wrapped around the outflow graft, causing compression and a clot was found within the left ventricle. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: lot #: 17409356-1185 h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft. Model #: 1125, catalog #: 1125, expiration date: 30-jun-2023, lot #: 17409356-1185, UDI #: (B)(4). Device available for evaluation: yes. Return date: 18-aug-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 01-jun-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to progressive ventricular assist device (vad) low flow and worsening of heart failure associated with shortness of breath, weight gain, and fatigue. The patient¿s flow was less than one liter per minute (lpm). The patient had elevated lactate dehydrogenase (ldh) and the international normalized ratio (inr) was therapeutic. Chest x-ray showed pump may be slightly malpositioned, echocardiogram showed the left ventricle (lv) was decompressed, computerized tomography (CT) scan had no significant findings. It could not be determined if there was inflow obstruction or outflow graft stenosis. It was further reported that the patient underwent a pump exchange, a partial of the previous outflow graft was left remaining in the aorta and old graft to new graft anastomosis was performed. Upon explant, adhesions and tissue were wrapped around the outflow graft. This caused compressing and torqueing of the outflow graft and decreased vad flow. It was suspected that the tissue was consistent with thoracic sarcoma. It was also reported that a small clot was found in the lv but no clot within the pump was evident. No further patient complications have been reported as a result of this event.